Manufacturer narrative:
Product ID: 435135, lot# unknown, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient presented to the clinic with failure of their gastric stimulator. The hcp stated that, for the last few months, the patient could tell that the pace on the stimulator was slowing down as they were regaining some symptoms of nausea after eating. Also, the patient worked in an ER and had a history of hooking themselves up to an EKG monitor to see if the pace was still there. On (B)(6) 2018, the patient was working and didn't see a signal on the EKG monitor, which correlated with their new onset of symptoms. The device ended up being replaced on (B)(6) 2018. During the surgery, they found the lead was completely disconnected and appeared to be cut off from the intra-abdominal side. This lead was completely replaced as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had increased abdominal distension, nausea, vomiting, and abdominal pain; it was noted that these symptoms were sudden in onset. The patient was hooked to an EKG and did not see a signal. It was noted the doctor saw a discontinuity at l1. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was no longer in the emergency department and had been discharged (B)(6). No further complications were reported/anticipated.